Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused with a unknown medication. It is unknown if there was any patient impact or delay in care.

Event description:
It was reported that the device over infused an unspecified medication. Although requested, additional information was not provided.